Event description:
Unable to print monitor strips on this particular patient in the room and therefore not able to document. Patient needed to go back to surgery and definitely needed proper documentation.